Event description:
It was reported that the t:slim x2 pump battery would not charge even though the caller used the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level, and the pump did not shut down. The customer found that the pump began charging after using a different charging cable. However, to resolve the issue more effectively, cts decided to send a replacement pump, along with necessary training and instructions for using the new device. The caller was advised to return the problematic pump using the provided return box and pre-paid label.